Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error e226 scope communication shown on the screen and there was no image. The issue occurred during set up. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable depressed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable depressed olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.